Event description:
The consumer was driving his chair in the woods when his drive wheel allegedly fell off, causing him to fall and allegedly break his ribs.

Manufacturer narrative:
In a follow up conversation with the user, he is alleging that he went to the emergency room and was provided a brace for broken ribs. Dealer has worked with this user on numerous occasions. The consumer alleges he was driving in the woods when his wheel allegedly fell off. The chair is a 6 wheel chair and would remain stable and support the user. The dealer indicated the consumers details of the event are not consistent. The dealer has tried to work with the consumer on repeated occasions. Dealership will not service the chair anymore due to user's belligerent aggressive abuse towards them. MDR filed as a conservative measure based on alleged unconfirmed injury as stated by the user.